Event description:
The affiliate reported that the patient was experiencing unease. Initially, the surgeon decided to change the setting of the valve, but the device was locked at a flow of 40/30mmh2o. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was torn, and some biological debris was noted on the cam mechanism. The tear in the silicone could be due to a sharp or pointed object coming into contact with the silicone housing during implant / ex-plantation, but this could not be determined. Due to a tear in the device, the valve could not be irrigated or tested for pressure. When tested for programming, the device failed. Upon further investigation biological debris was seen throughout the device, which appears to be the root cause for the problem reported. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
This hakim valve was implanted on (B)(6) 2011. In (B)(6) 2013, patient has come back in hospital because he was experiencing unease. Surgeon associated this unease with his hydrocephalus patology. So surgeon decide to change the setting of the valve, but the device resulted locked at the following flow : 40/30mmh20. Therefore the valve was explanted on (B)(6) 2013 and replaced with a different device. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.